Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for molding defect was observed. Additionally,100 retention samples from bd inventory were visually inspected with no issues found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for a molding defect(defective tube). Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was molding defect. The following information was provided by the initial reporter. The customer stated: "we always have problems with bd tubes and especially with the yellow 7 ml tubes. There is a glass excrescence in the tube. The risk of degrading our automats is great."